Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus did not align with the cursor on the screen and the bezel shield assembly was replaced and the stylus recalibrated to resolve. Additionally the hard drive was reconfigured and the software was reloaded and updated. The device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the cursor on the display screen of the programmer was not aligned with the stylus touch pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.